Event description:
It was reported that a merlin transmission revealed noise causing auto mode switch episodes on the right atrial lead. All electrical measurements were within normal range. The patient would be brought to the clinic for follow up. No further information was available.

Event description:
New information received on (B)(6) 2014, noted that the lead continued to exhibit noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.